Event description:
It was reported that the patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's mother, and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. No conclusions can be made at this time.